Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000131873.

Event description:
It was reported that the patient experience intermittent nausea, vomiting, diarrhea, and a headache during the trail, and the patient was experiencing double vision. It was that the symptoms were a combination of dehydration from a virus and csf leak. The stimulator was turned off, but the symptoms did not change. Surgical intervention may take place at a future date to address the issues. Investigation was unable to determine which of the leads attributed to the event.